Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a broken locking pin was confirmed. A device history review revealed no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to excessive force by the customer. In addition, the following non-reportable malfunctions were found during the device evaluation: the outer tube was bent which caused a bad image, and the device had usual signs of use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the olympus rigid scope had a broken pin that is used to lock the handle piece. The issue was found during preparation for use for a bladder examination. There was a small delay to retrieve a similar device that was used to complete the procedure. There was no report of patient injury or medical intervention associated with this event.